Manufacturer narrative:
The description of the event, the logfile provided and the power supply returned were analyzed regarding the reported device behavior. The logbook did not reveal any entry related to the reported shutdown of the device. Analysis of the power supply revealed that 2 internal fuses had blown which caused the device to shut down. The root cause for the blown fuses could not be determined in the course of the investigation. Further it could not be confirmed in the course of the investigation that there was a deviation in the devices alarm system as both optical and acoustical alarm functions were assessed fully functional during the device investigation. In case of a power loss ventilation will be stopped and the device will open the airway system in order to allow the patient to breath spontaneously. This will be brought to the operators attention via a corresponding alarm. Ventilation with an alternate device may become necessary. Replacing the power supply solved the reported problem.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the ventilator stopped ventilation with a black screen with an alarm. The user was unable to restart the ventilator with the on/off switch. The patient was manually ventilated until the exchange of the ventilator. No injury has been reported.